Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction:user's test strip had a poor storage.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer's expected non-fasting blood glucose test result range is 133mg/dl to 142 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The customer is currently taking medication to manage diabetes. On (B)(6) 2016 at 03:00pm, a back to back blood test was performed by the customer non-fasting and produced test results of 513 mg/dl and 179 mg/dl. The product is stored in the porch or television stand. The test strip lot manufacturer's expiration date is 01/17/2019 and open vial date is 03/04/2016. The meter memory was reviewed for previous test result history (date / time not set and customer was unable to provide the time since she could not discern it properly): (B)(6). Adverse event not reported.